Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect hiv ag/ab combo result for a 33-year-old male with a history of a hiv infection diagnosis from another hospital and taking the following medication: lumivudive, tenofovir, kaletra, gemfibrozil. The patient was transferred to this account for treatment, however, the process for a new patient is to test the patient for hiv ag/ab combo and the result must be reactive before treatment is started. The laboratory performed hiv ag/ab testing and generated a nonreactive result. This result was discrepant with the patient diagnosis. The customer performed supplemental test (rapid test), outsourced sample for testing for hiv ag/ab by another method and hiv pcr. The following data was provided (reference range for architect hiv ag/ab combo: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): abbott architect i1000sr: 0.29 s/co (nonreactive) (last performed on (B)(6) 2022) sd bioline test strip: non-reactive, determine hiv1/2 ag/ab combo test strip: weakly reactive, roche (eclia): reactive, hiv-1 rna pcr: not detected there was no impact to patient management reported.

Manufacturer narrative:
Correction to d9 - date returned to mfg: removed the incorrect date from the field.

Event description:
On 20jun2022, the customer provided additional hiv results on the patient tested at their site. The following data was provided: architect hiv results: 03may2022: 0.29 s/co, 04may2022: 0.21 s/co, 10may2022: 0.31 s/co, 12may2022: 0.30, 0.27, 0.27, 0.27, 0.26 s/co. There was no impact to patient management reported.

Manufacturer narrative:
B5 - describe event or problem: additional test results were provided on 20jun2022 for the patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for potential false nonreactive architect hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for the product. The tracking and trending were reviewed and did not identify any related trends. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels and the reagent lot detected the same bleeds as reactive. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect hiv ag/ab combo reagent lot 35262be00 was identified. Update: the sample was received on 17oct2022, more than three months after original complaint investigation was completed. Therefore, product investigation had been reopened. Return sample testing: the returned specimens (sample ID 65-38405 - 11: 32-26/05/65 and 65-38405 - 12: 12-04/05/65) were tested with a retained kit of architect hiv ag/ab combo reagent lot 41482be00 and non-reactive results were obtained for both specimens (0.32 and 0.37 s/co). Reagent lot 35262be00 which had generated the non-reactive results on customer site was expired when the samples were received. Supplemental testing by western blot mikrogen recomline hiv-1 & hiv-2 were positive for both specimens with identical bands identified: >/= cut-off: +++ for p24; ++ for gp41 and p51; + for p31. < cut-off: +/- for gp120, p17 and pg105; - for gp36. Innotest hiv antigen mab testing provided clear negative results for both sample ids (od 0.001, cutoff: 0.051). Further supplemental testing had been performed at customer site. Reactive results were obtained using determine hiv 1/2 and roche; negative results were obtained using sd bioline test strip and hiv-1 rna pcr. Therefore, the interpretation for the sample is inconclusive. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
The complaint investigation for potential false nonreactive architect hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for the product. The tracking and trending were reviewed and did not identify any related trends. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels and the reagent lot detected the same bleeds as reactive. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect hiv ag/ab combo reagent lot 35262be00 was identified.